Event description:
Healthcare provider reported "infected seroma" for an unknown side. Device remains implanted.

Manufacturer narrative:
The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection(unknown onset).